Event description:
On 11/09/1999, a routine colonoscopy procedure was performed on a patient. The pentax videocolonoscope was inserted without difficulty. After the procedure, the patient complained about pain. X-rays of the patient confirmed a perforation. Exact location of perforation is unknown (information was unavailable to facility contact). The facility has filed an internal "variance report" about this event. This in-house report did not identify nor describe this (event) as a problem with the endoscope. Manufacturer's contact at facility was asked to have doctor contact manufacturer to provide more details about event. To date, doctor has not contacted manufacturer with any more information. Based upon all the information received to date, it appears that this is another example of a known risk (perforation) inherent with this type of endoscopic procedure.